Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of inflammation and breast pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation, breast pain and rupture.

Event description:
Healthcare professional reported "extracapsular rupture", "internal pain", "body inflammation" and "intra and extracapsular rupture". This record is for the right side. Device remains implanted.